Event description:
It was reported that there was no capture. The atrial lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4024-58 lead, implanted: (B)(6) 2001; 8637-40 neuro pump, implanted: (B)(6) 2014; 8709 neuro catheter, implanted: (B)(6) 2007. (B)(4).